Manufacturer narrative:
Patient code 3191 captures the additional intervention performed to replace the lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal pin segment of the lead was returned, severed approximately 12 centimeters from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies.

Event description:
A portion of the lead was returned for analysis.

Manufacturer narrative:
(B)(4). The available information suggests this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned at a later date.

Event description:
It was reported that patient underwent an left ventricular (lv) lead revision procedure. During the procedure this right ventricular (rv) lead was damaged. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.